Event description:
It was reported that this right ventricular (rv) was surgically abandoned due to observations of high thresholds and pacing impedances. Subsequently, a new rv lead was successfully implanted. Additionally, under fluoroscopy there was no indication that the lead was damaged. No additional adverse patient effects were reported.